Event description:
During shoulder with arthroscopy, device was being utilized when it was noted that a piece of the tip of the product had detached and was floating in the patient's shoulder joint. Through the use of fluorosccopy the piece was found and removed. No adverse effects.